Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 553 mg/dl, shortness of breath and ketones identified as dangerous by a heathcare professional. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer alleged the pump was not delivering boluses; however, this could not be confirmed. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.